Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed but the exact cause remains unknown. One guidewire w/hoop was returned for evaluation. The guidewire measured to be approximate 35 cm in length and appeared to be intact. A bulge in the coil wire was noted at the proximal end of the guidewire. A microscopic observation revealed the most proximal coils of the guidewire was bent and disjointed but connected to the weld tip. A kink was observed in the guidewire near the distal end of the guidewire. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include manipulation prior to or during attempted use.

Event description:
It was reported that during placement of the PICC catheter, an operator from the PICC placement center, inserted the guide wire into the introducer needle and found that the distal end of the guide wire was not smooth. There was thinner wire protruding externally. This made it impossible to remove the introducer needle and a new mst kit had to be unpacked. (B)(6) 2023 - the guidewire of the returned sample exhibited a bulge at the proximal end.